Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue and indicated that the depleted battery needs to be replaced. The fse provided the customer with a quote, which was not approved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a backup battery issue. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient harm.